Manufacturer narrative:
Product analysis the device was returned with the external slider and the tip capture release mechanism in the home position. There were scratches visible along the taper tip. There was no further deformation visible to the remainder of the device. The reported difficult to position could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a penetrating thoracic aortic ulcer (pau) in the distal arch. There was no damage noted to the box/packaging or to the device before use. It was reported during the index procedure, the valiant captivia stent graft was planned to be delivered distal to the left common carotid artery (lcc) to the first third of the descending thoracic aorta (dta) via the right common femoral artery (cfa) after a surgical cutdown. Despite the cfa having an 8.3 mm diameter, there was difficulty advancing the device through the femoral artery. It was noted that prolonged general anesthesia was required as an avulsion of the right external iliac artery occurred. This was repaired with the implant of a graft. The rest of the procedure was postponed. Per the physician the cause of the inability to advance the delivery system was not determined. It was noted there was a mild ather osclerotic plague seen with moderate tortuosity on the distal external iliac¿ s on both sides. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.